Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the evis exera iii gastrointestinal videoscope tested positive for an unexpected contamination. The issue was found during reprocessing. There are no reports of patient harm.

Manufacturer narrative:
Updated fields: d8, h4, h6. This report is being supplemented to provide additional information based on the device evaluation and the final investigation. Olympus provided the following result of the culture tests, performed at the third-party labs: olympus hmi results 1st sampling: sampling date: 9-apr-2025. Sampling type: sampling solution distal end surface; air/water channel; auxiliary channel, operator channel, suction channel. Bacterial identification: filamentous fungi. Olympus hmi results 2nd sampling: sampling date: 23-apr-2025. Sampling type: sampling solution distal end surface; air/water channel; auxiliary channel, operator channel, suction channel. Bacterial identification: no findings. The device was evaluated where foreign material was found in the air/water cylinder and air/water tube. Based on the results of the investigation, a root cause could not be determined. There could potentially be a correlation between the product/ device status and cause of contamination. In general, device damages (e.g. Scratches, cracks, foreign objects) could be a source of microorganisms. Without cleaned, disinfected, sterilized (cds) information from the customer, we are not able to correlate any possible lapses in reprocessing regarding the validated procedure described in the IFU with product status. Customer hygiene microbiological investigation (hmi) also not available. Repeat olympus hmi within olympus' acceptance criteria (5 cfu of environmental orgs). Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.